Event description:
The reporter stated that the surgeon inserted a collamer single piece lens cc4204bf model into pt's eye and the lens tore. The surgeon had to enlarge the incision to remove the lens and replaced it with another model lens and placed a suture to close the wound.